Event description:
As reported in a double blind survey, respondent twenty eight indicated a thirty day stroke as in some coronary procedures and distal embolization that is not unexpected after use of an angioguard rx emboli capture guidewire system for coronary use. Visible debris and residual thrombi was noted after retrieval of the angioguard rx. The device is not available for evaluation.

Manufacturer narrative:
Information in unknown as this was a double-blind survey. As reported in a double-blind survey, respondent twenty-eight indicated a thirty day stroke as in some coronary procedures and distal embolization that is not unexpected after use of an angioguard rx emboli capture guidewire system for coronary use. Visible debris and residual thrombi was noted after retrieval of the angioguard rx. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and without procedural images, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the nature of the event since patient related events cannot be duplicated in the lab, the reported customer complaint "embolism" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The type of embolism was not specified, however, as per the instructions for use (IFU), air embolisms are a potential complication and is listed in the IFU as such. It is important to remove the system only with the capture sheath, not the deployment sheath. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.